Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed, and a visual evaluation was performed. It was found that the front panel and top cover finish were damaged. Product analysis was unable to duplicate the customer problem. The code in the error log indicates an uncalibrated catheter. The light engine was disassembled. The connector socket assembly was cleaned. The catheter interface contacts were cleaned. Film was cleaned off of the light engine led lens. Replaced 32 conductor cable. The front panel, keypad and power switch assembly were replaced. A light engine calibration and test were performed. An electrical safety test was performed, and all tests were passed. The reported event was not confirmed. Upon analysis, the device was unable to duplicate the customer problem and the code in the error log indicates an uncalibrated catheter. Based on all available information, the complaint investigation conclusion code selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to the spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller was used in the common bile duct and pancreatic duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the unit was giving bad images. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller was used in the common bile duct and pancreatic duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the unit was giving bad images. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.